Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient was not maintaining hygiene and severely malnourished. The peritonitis was manifested by cloudy pd effluent. The patient was not hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, once every four days, ongoing) and ceftazidime injection (1gm, intraperitoneal, once a day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b5, b7, h1 and h6. B5: upon follow-up, it was reported that the patient was hospitalized due to overall health instability. Fifteen days after event onset, the patient passed away in the hospital. The cause of death was reported as hypotension. It was not reported if an autopsy was performed. It was reported that pd therapy and antibiotics were ongoing. The patient was not recovered from peritonitis and cloudy pd effluent prior to death. Should additional relevant information become available, a supplemental report will be submitted.